Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of hernia. It was reported that after a hernia procedure where this device was implanted, the patient experienced severe pain, infection, seroma, extensive severe adhesions, excision of mesh, abscess, and recurrence. After the original procedure additional surgeries were performed, including removal.

Manufacturer narrative:
Additional info: a4, b2 (added life threatening), b5, b7, h6 (patient codes, imf codes, ime e2402: "muscle atrophy"). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. It was reported that after a hernia procedure where this device was implanted, the patient experienced inflammation, fistula, perforation, abdominal deformity, abscess, constipation, damage to structure of intestines, partial bowel blockages, cramps, depression, muscle atrophy after coma, severe pain, infection, seroma, extensive severe adhesions, abscess, small bowel obstruction, and recurrence. Post-operative patient treatment included medication, abdominal wound washout, wound vac, wound examination, debridement, placement of negative pressure wound dressing, and mesh removal.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after a hernia procedure where this device was implanted, the patient experienced severe pain, infection, seroma, extensive severe adhesions, abscess, small bowel obstruction, and recurrence. After the original procedure additional surgeries were performed, including removal of mesh.